Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Customer reports that the unit does not indicate amount of feed delivered and does not stop when amount has been delivered.

Manufacturer narrative:
Submit date: 10/17/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit does not indicate the amount of feed delivered and does not stop when amount has been delivered. The unit was triaged and the complaint could not be confirmed. The unit passed all testing. Kangaroo epump was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.